Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) had a broken cable at the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The instrument did not collide with another instrument. No fragments fell into the patient. The customer was unable to recall the exact wire that broke.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, visual inspection revealed that the instrument had a damaged power cord. The instrument was returned with the power cord cut off. The complaint was confirmed by failure analysis.